Event description:
During the course of prescribed treatment with byte aligners, the device exerted excessive and inappropriate mechanical force on established dental implants. This resulted in the physical dislodgement and extraction of the implants. The trauma to the jaw and bone caused a secondary failure of an additional healthy tooth, which subsequently required extraction. The event led to an international medical emergency while traveling, followed by a multi-stage surgical reconstruction including a bone graft and new implant placement. A licensed dental professional later evaluated the situation and determined that the aligners were the direct cause of the implant failure and bone trauma. Although the manufacturer was notified of the tooth loss, they characterized the event as a 'rare situation' and failed to disclose that they were allegedly tracking thousands of similar serious adverse events. This was a product, not a medical device as advertised by the manufacturer. I saved the aligner trays and can send additional photos and documentation of this entire ordeal if needed. Teeth straightening.